Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath, dilator was removed without any issue. However, after farawave insertion, large amount of air was aspirated in the syringe. Coronary sinus and ice catheter was inserted into the patient body. No leak or air in patient was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that during pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath, dilator was removed without any issue. However, after farawave insertion, large amount of air was aspirated in the syringe. Coronary sinus and ice catheter was inserted into the patient body. No leak or air in patient was observed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Pressure and vacuum testing were performed, and the sheath exhibited leaking both air ingress and fluid egress through the valves. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external hemostatic valve and internal hemostatic valve had tears affecting their center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.